Event description:
Boston scientific received information that a device check had identified that this pacemaker had declared end of life (eol) prior to the elective replacement time (ert) time stamp. This pacemaker also did not meet the expected battery longevity according to labeling, and have experienced premature battery depletion. This pacemaker was explanted and was replaced with another manufacturer's device. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Additional information indicated that the device will not be return as change out was performed by a competitor. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4)

Event description:
Boston scientific received information that a device check had identified that this pacemaker had declared end of life (eol) prior to the elective replacement time (ert) time stamp. This pacemaker also did not meet the expected battery longevity according to labeling, and have experienced premature battery depletion. This pacemaker was explanted. No additional adverse patient effects were reported.